Manufacturer narrative:
This report is submitted on august 25, 2017.

Event description:
It was reported that the patient experienced extrusion of the device, resulting in the decision to explant the device on (B)(6) 2017.

Manufacturer narrative:
It was reported that the patient experienced infection at implant site and subsequently was treated with oral antibiotics (date and duration not reported). This report is filed on (B)(6) 2017.